Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One torque wrench hex driver 1.25 mmd (tw1.25) was returned for investigation; however, the unknown lz abutment was not returned. Visual evaluation of the as returned product identified that the device was fractured. Functional testing could not be performed since the driver was fractured and abutment not returned. Device history record (DHR) review could not be performed since the lot number was not provided. A complaint history review by item number (tw1.25) dating back one year was performed for similar event and no nonconforming products were identified. Complainant reported that the abutment driver fractured approximately 1 mm below the occlusal surface of the abutment just as she torqued the screw to 30 ncm. The driver was returned and the reported complaint was confirmed through visual evaluation. However, the abutment was not returned. A root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' .

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the hex driver fractured approximately 1 mm below occlusal surface of the abutment just as she torqued the screw to 30 ncm.